Event description:
Customer stated that they did calibrate bravo capsule. When the doctor went to place the capsule, it detached from the bravo capsule delivery sys and off to the pt mouth.

Manufacturer narrative:
No pt injury has occurred following this incident. (B) (4).